Manufacturer narrative:
(B)(4). Batch # k9280v. Additional information was requested and the following was obtained: the event states that the device was not able to coagulate the vessel correctly, did the patient experience any bleeding? How was the bleeding controlled? I can confirm that the patient did not experience any bleeding. The theatre team used another focus+ device which enabled the vessel to occlude the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The device was tested with the test media and performed as expected, no anomalies were found. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, then generator displayed a 'faulty hand piece' message and the device was not able to coagulate the vessel correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.